Manufacturer narrative:
The glide scope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 3-4, and confirmed the reported intermittent image issue. The technical service representative stated that the intermittent image problem was caused by an internal failure in the baton cable. The glide scope avl video baton 3-4 was scrapped, and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends. Upon review of the device history for the serial number: (B)(4) it was determined that the device was manufactured on july 19, 2017, and is past the two (2) year expected product life as outlined in the glide scope operations, and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glide-scope avl video baton 3-4, the picture was intermittent when the cable was wiggled between the baton handle, and the strain relief. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.